Event description:
Patient went to bathroom via wheelchair during ocrevus infusion, and filter tubing became disconnected at site where filter connects with tubing. New bag of ocrevus had to be produced by infusion pharmacy. (B)(6) per dose. The next day, another product on same type of tubing was found to be disconnected at the same junction. This was detected during the 2 registered nurse check in medicine room; did not reach patient.